Event description:
It was reported that a spectrum wireless battery module caused an improper shutdown. This occurred in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The reported condition was not verified. However the user reported that a battery alert occurred and check battery alarm was observed during evaluation. The user should not unplug the pump if a battery alert is displayed. Per the spectrum operator's manual, a battery alert displays when the battery module will not charge. In order to prevent interruption to the infusion, do not unplug the ac power adaptor from the pump. The device functioned as intended, however per precautionary measures, the battery cell will be replaced. Should additional relevant information become available, a supplemental report will be submitted.